Event description:
Post renal artery stent dilatation, this guiding catheter became caught on the stent and the distal tip detached in the pt. No retrieval attempts were made as the detached portion securely lodged in the stent. The pt's condition is good and was discharged the following day. The pt will be monitored periodically to verify the detached portion remains in the stent. F/u indicated the tip of this catheter was caught up in the stent. Therefore, no malfunction of the device occurred, rather, interface of stent and catheter resulted in tip detachment. Co does not attribute this event to the device.